Event description:
It was reported that approximately one day post-implantation, the patient underwent a hip revision due to a fall that was caused by pain and then the hip dislocated. During surgery, the surgeon found an intra-prosthetic dislocation of the head out of the bearing. The head and bearing were revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h4; h6. Visual review of the returned liner is unable to confirm item or lot as there is no etch on size 40mm per delta note 1 on the print. Liner shows indentations to the other spherical surface. Nicks in the inner spherical surface and on the rim. No other damage was noted. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Impressions: recent postsurgical changes from left total hip arthroplasty with evidence of superior and likely posterior dislocation of the femoral component. The event of disassociation between the head/bearing is confirmed via medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat#00877502802; lot#3201984; bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14. G2: foreign ¿ belgium. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one day post-implantation, the patient underwent a hip revision due to a fall and hip dislocation. During surgery, the surgeon found an intra-prosthetic dislocation of the head out of the bearing. The head and bearing were revised.attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one day post-implantation, the patient underwent a hip revision due to a fall and hip dislocation. During surgery, the surgeon found an intra-prosthetic dislocation of the head out of the bearing. The stem, head, and bearing were revised. Attempts have been made and no further information has been provided.